Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out procedure, dislodgement of the atrial lead was observed. Atrial noise was also noted. The lead was explanted and replaced without complication and the patient would be monitored.